Event description:
It was reported that a patient presented late infection. It is unknown how the infection was treated.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, no clinically relevant supporting documentation was provided; therefore, a thorough medical investigation could not be performed. However, per the complaint, patient presented with a late infection with unknown intervention. The root cause and the patient impact beyond the reported infection could not be concluded at this time. Should clinical documentation become available in the future, the clinical/medical task may be re-evaluated. No further medical assessment is warranted. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.